Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the upstream sensor alarm was triggered when priming was about to begin¿ was not replicated and the root cause was unknown. The device was returned to the customer with no repair provided. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the upstream sensor alarm was triggered when priming was about to begin. The event occurred before patient use.